Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported lens chip could not be confirmed, however, the issue was likely the result of user handling and excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection was not able to confirm the customer¿s reported issue. The image is in standard specification and no damaged to the optical lens system was observed. The inspection noted the rigid outer tube is bent, corrosion found on the distal end frame, and dents on the eyepiece funnel. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the operating room technician at the user facility that the customer autoclavable telescope has broken components, ¿chip in the lens at the right side¿. The customer reported event was found at inspection before use. No death or injury and no impact to person or other was reported to olympus.